Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and exchange from textured to smooth due to the patient¿s concern of the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, red particles in the shell and opening on anterior. Leak test and microscopic analysis was performed which identified, striated opening on anterior and delamination of valve (<75% partial separation). Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool. And a delamination partial of valve assessed, as a cohesive failure.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. And exchange from textured to smooth, due to the patient¿s concern of the product. The device has been explanted and replaced.